Event description:
Patient with a history of non-ischemic cardiomyopathy and ICD implant about 9 years ago with a sprint fidelis. Her lead has been under recall and after extensive discussion in clinic regarding the chance of her lead failing, it has been decided to proceed with a rv lead extraction followed by reimplantation and upgrade to a biventricular ICD.